Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator did not start. There was no patient involvement. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The ventilator was investigated at site by our field service engineer (fse). The power supply unit and batteries were replaced but the ventilator continued to not start at a consistent base. The user facility rejected further repair. The ventilator was taken out of service and is no longer used. No parts were returned for investigation and no ventilator logs were provided. As no parts were returned for investigation, it has not been possible to determine the root cause of the reported event.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).